Event description:
A falsely elevated anti-hcv result of 9.19 was reported in late 2007 on a pt sample. The same sample was re-tested in early 2008 at 11:20 and 14:19 resulted 0.31 and 0.04 respectively. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data do not indicate any system malfunction. The instrument was serviced without any findings.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data do not indicate any system malfunction. Siemens fse was dispatched to investigate the discordant result and performed total service without any issues found. The instrument is performing within specifications.